Event description:
The customer reported that the mainframe intermittently shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was tightened during the service call. The system was tested and found to be working as intended and put back into service.